Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fired the first device, the jaws would not open and locked out. He manually pried the device open and used a second like device; this occurred again and the device was removed in the same fashion. A third device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Feeder shoe. Device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to evaluate any opening issues. Upon functional testing of the device, no clips were fed into the jaws. In order to evaluate the device¿s internal components, the device was disassembled. Upon disassembling of the device, the feeder shoe was found to be damaged in the tab that interacts with the feed bar, leading to the found feeding issues. 14 clips were found on the clip track. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No testing could be performed to evaluate the reported opening issues. Device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No opening issues were noted during testing. In addition, the device locked out as intended but the orange indicator was visible at the 11th firing sequence; thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.